Event description:
It was reported that during a left lobectomy procedure, the surgeon was firing the device on the pulmonary artery. It was the devices fifth firing. The knife blade progressed to the distal end of the device, but would not return to proximal crotch of device. The surgeon was instructed to initiate the reverse switch. The reverse switch initiated a reverse motion for a fraction of a second, and then stopped. The surgeon was then instructed to flip the battery. This did not help. The surgeon then was instructed to use the manual reverse ratchet. This brought the blade back and the device was able to open. The device was removed and the artery had been transected with all rows of staples looking to be formed correctly. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce45a device was returned in good visual condition and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual conditions. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.